Event description:
Boston scientific (bsc) crm received info that this pt had experienced a massive heart attack and passed away two days later. The pt's wife suspects that something went wrong with his device. She stated that her husband's heart rate was up and the device was adjusted, but it would not stay adjusted, and his rate went down to a rate of 50. Efforts to obtain additional event details were unsuccessful.

Manufacturer narrative:
The device was not returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional details are received.